Manufacturer narrative:
Investigation conclusion: evaluation of the patient¿s submitted log file confirmed low speed events and pump stops; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The submitted log file contained data from 02feb2019 to 14feb2019. The pump was set to a fixed speed of 9000 rpm and the low speed limit was set to 8600 rpm. The pump operated above the low speed limit until 13feb2019 at 7:45:32 pm when the patient experienced a pump stop. The pump stops continued almost continuously until 8:02:50 pm when the pump regained speed and remained above the low speed limit for the remaining duration of the log file. The pump stops were associated with low speed hazard alarms and low flow hazard alarms. The patient was operating on batteries during all pump stops and low speed events. Based on previous complaint experience this type of abnormal pump operation could be indicative of a potential driveline issue. If the exposed conductors of wires from different phases made contact with each other, or simultaneous contact with the braided shield while the patient was operating on batteries, a phase-to-phase short could have resulted. This could cause the hazard alarms and pump stops that were confirmed through the evaluation of the submitted log file. The hmii lvas IFU and patient handbook explain that all heartmate ii lvas driveline have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient came to the emergency department with their vad alarming off due to worsening driveline damage in the presence of short to shield with a failed external driveline replacement. Patient had been managed outpatient on the power module with a no ground patient cable-lot number was not documented. The vad was turned off and an echo-cardiogram was done. There was no significant dysfunction requiring immediate intervention. The patient was discharged not on inotropes with vad still implanted. No additional information was reported.

Manufacturer narrative:
Approximate age of device - 4 years. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported the patient had a failed external driveline repair and has been experiencing pump off alarms while on battery at home. The log files submitted confirm pump stops on (B)(6) 2019. These occurred while on battery power. This indicates the short to shield has matured into a phase to phase short. The healthcare provider is gathering more information to determine the patients candidacy for a pump exchange.